Event description:
While using a byte night aligners, patient reported that they were seen for an orthodontic consultation. The orthodontist found the following: patient has worn byte aligners for 12 months. Patient has class I mild crowding upper and lower. 1 mm overjet. 5% overbite. 7's on the right and 5's, 6's and 7's on the left in crossbite. 6's and 7's on both sides open bite. Ul1 is an implant. Patient is going to need invisalign with attachments or braces. Elastic wear will be needed to correct the open bite and crossbite. Lower ipr to tuck the lower teeth back and correct the edge-to-edge bite that can cause wear on the lower anteriors.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.